Event description:
On (B)(6) 2026, a patient underwent a computed tomography guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the outer cannula of the device can't be fired. It was further reported that the firing button was stuck a bit but still could be pressed. No coaxial needle was used, and the procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided, and it was reviewed. In each photo, it shows a maxcore biopsy device in the open sealed package with half prime position and also labeling information was provided on their package which verifies/matches with tw details. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.